Event description:
The manufacturer received information alleging a ventilator stopped operating. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Ventilator inoperative codes were observed in the downloaded event log. The software was reloaded to address the issue.